Event description:
This spontaneous report was received from a consumer (pt's sister) and concerns (B)(6) year old female from the united states: (B)(6). The pt's concurrent conditions included: fibromyalgia and high blood pressure. The pt's medical history included: nondrinker and nonsmoker. Other medical history included: no drug abuse/illicit drug use or no known allergies. The pt's height and weight were not reported. The pt was prescribed ortho coil spring diaphragm (latex). Concomitant medications were not reported. On an unspecified date, the pt experienced a hemorrhage, medical device complication, (B)(6), anemia due to ribavirin, deep vein thrombosis and expired device used. The reporter stated that her sister's diaphragm dislodged (medical device complication) resulting in a hemorrhage. The pt reportedly began using the diaphragm twenty (20) years ago (expired device used). Treatment included hospitalization and blood transfusions. The reporter also stated that as a result of the blood transfusions, her sister became "positive for (B)(6)". Treatment included ribavirin and interferon. The reporter continued stating that due to ribavirin therapy, her sister became anemic which he was prescribed procrit (epoetin alfa) and ribavirin therapy was discontinued. The reporter stated eight years ago, her sister developed "numerous deep vein thrombosis (dvt) blood clots all over her body". Treatment included stopping procrit therapy. The pt had a recurrence of the (B)(6) 30 days after stopping ribavirin. The reporter refused any further info. The diaphragm has been discarded and a lot number was not available. The pt has not recovered from the (B)(6) and anemia due to ribavirin, recovered from the hemorrhage on an unspecified date and the outcome was unk for the medical device complication, deep vein thrombosis and expired device used. This report was associated with a product quality complaint (pqc) number (pqc number (B)(4)). This case is reportable (hospitalization). This case, involving the same pt is linked to (B)(6).

Manufacturer narrative:
Product has been discarded and product use has spanned historical timeframe, therefore, no lot number or field sample would be available. Product discarded and lot number not available.